Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had "excellent results" immediately at implant and that "about 2 months ago" the patient was hospitalized into a "psych ward" and there were "some charger issues" which the patient received replacements. The friend/family stated the "psych ward wouldn't let the patient have their charger, so the implantable neurostimulator (ins) depleted." It was said the patient didn't believe the ins was working anymore. The patient "went to the doctor's office" about 2 weeks ago and the friend/family believed the patient was able to get the ins charged up and turned on. They weren't confident about whether or not the patient was able to charge the ins on their own or if the ins was in over discharge (od) and had to be jump started. Depleted ins versus od was reviewed along with depleted and od considerations. What to look for on the ins recharger (insr) screen was reviewed to confirm the insr was connected to the ins, how full the ins battery was, and if stimulation was on. They stated the patient does not have a patient programmer (pp) and that at the appointment 2 weeks ago the healthcare provider (hcp) increased the patient's stimulation 50-60% and reviewed with the patient how that would affect their charging. They stated the patient felt really good after the hcp appointment but gradually their symptoms were getting worse. They mentioned the patient was on other medications and the patient's relevant history includes bipoliar disorder. The family/friend stated the patient would be going back for an appointment in a week or so for another adjustment. It was recommended the patient continue working with hcp regarding their symptoms and programming. A recharger user manual was provided for reference. The following day, the patient contacted the manufacturer and mentioned the previous contact by the friend/family member. They stated there was something wrong with the recharger and the last time they successfully recharged was a couple weeks ago. When asked to clarify, the patient stated they recharge every day and that they can recharge. They stated it wasn't helping their symptoms and that they had the device for depression. The patient reiterated the hcp had reset it and "turned it up to 60%" and for "about a day" they were able to "feel it again." They stated it was "very dramatic" when they feel it. They stated they were not negative and could manage, then it went away in a day. The patient then went on to say their device worked really well for "a year and a half," and it was maybe 2018 that it stopped working. The patient stated their memory was not that great. They wanted to see if there was a closer hcp in san francisco. The patient requested a meeting with a rep and it was clarified the hcp would need to contact to request a rep to come to the appointment. The phone number was provided for the patient to give to their doctor. They stated they have had no falls or accidents. They also stated they were in the hospital "like a month ago" for their depression.